Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported unintended movement (clip open during efaa), associated with the clip relaxing open from closed to approximately 10-15 degrees during efaa (establishing final arm angle), could not be determined as the issue was not identified in device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 type of investigation code 4114 was removed.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be provided with all additional relevant information.na.

Event description:
This is filed to report the clip opening during deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw clip failed establishment of final arm angle (efaa). The clip would relax open from closed to approximately 10-15 degrees. The clip was removed and a replacement was implanted without issue, reducing mr to grade 1-2. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open during efaa), associated with the clip relaxing open from closed to approximately 10-15 degrees during efaa (establishing final arm angle), could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.